Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of false upstream occlusion alarm could not be reproduced through further testing, but was confirmed through review of the event history log. Physical inspection found cracks in the upstream sensor assembly tail pins. The false upstream occlusion alarm experienced during baxter's functional testing has been attributed to these cracks. The upstream sensor assembly was replaced.

Event description:
During baxter's functional testing, a spectrum pump falsely alarmed for upstream occlusion. There was no patient involvement.